Event description:
It was reported that there was right atrial (ra) lead warning due to high impedance on the device. The device and the ra lead was tested and found to be functioning normally within impedance measurement. It was noted the patient was exhibiting very little atrial pacing. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).